Event description:
Customer reportedly received results of 24.9 mmol/l and 9.8 mmol/l within 10 minutes on the aviva system. Customer took humulin n3 based on result of 24.9 mmol/l. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6).